Event description:
It was reported that the trek dilatation catheter was used for predilatation in a difficult case in the left anterior descending coronary artery. The trek was difficult to remove from the non-abbott guidewire, but was successfully removed. Wire positioning was almost lost due this device issue. The same guidewire was used with a stent delivery system without further incident. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.